Event description:
Additional information was received that the patient had a calcified non-medtronic surgical valve that contributed to the high gradient. Per the physician, patient-prosthesis mismatch (ppm) likely occurred post-surgical valve implant due to the patient¿s body surface area. There was no evidence of a thrombus on the valve, and there was no evidence of leaflet thickening. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve within a previously implanted 21 mm surgical aortic valve, a post implant gradient of 9 millimeters of mercury (mmhg) was observed.  2 years 6 months following the valve implant, hemodynamic instability with an elevated gradient of 60 mmhg was observed. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was between 3 millimeter¿s (mm) and 5 mm. No additional adverse patient effects were reported.